Event description:
It was reported that the tip of a final screwdriver shaft fractured at the end of the procedure. The procedure was completed with a different driver. There was no impact on the patient.

Manufacturer narrative:
Added information to d8, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in d9, h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned instinct java screw driver (pn 046w1an00641) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: visual inspection revealed the tip of the device has fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces exerted on the device during use. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver shaft fractured at the end of the procedure. The procedure was completed with a different driver. There was no impact on the patient.